Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Product could not be confirmed because product/data is not available. Patient misuse/error: the patient confirmed the transmitter was not fully snapped into the sensor pod.